Event description:
On (B)(6) 2012, the patient claimed the animas insulin pump gave him a larger bolus insulin dose than what he had programmed. Subsequently, his blood glucose 'dropped' and he required hospitalization from (B)(6) 2012 because his blood glucose readings could not be stabilized. Troubleshooting could not be performed during the time of the call because the subject pump had been sent back for investigation. The patient confirmed there was no product misuse. This complaint is being reported because the patient's blood glucose 'dropped' and he was hospitalized after the subject pump dispensed the alleged inaccurate amount of bolus insulin.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013. Device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.